Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized for low blood glucose levels. The reported blood glucose reading at the time of the call was 210 mg/dl. The customer stated that he accidentally primed the infusion set while he was connected and received a large amount of insulin. Nothing further was reported.